Event description:
Report stated the following: reporter had programmed a pca pump at 1030 to run at 1mg/hr, but did not change the concentration from 0.1mg/ml to 1mg/ml. Pca pump infused. 29mg morphine between 1030-1430. Rn for team went home sick. Reporter took over team and was rushed, and did not have another rn check pca pump. Attending physician was notified." The pt was reported as "drowsy, but rousable, resp rate 16, o2 sats 96% on mask, vss." There were no reported adverse pt effects.